Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 46 mg/dl with hunger, shakiness and cognitive impairment associated with an inaccurate delivery issue. It was reported that the patient¿s healthcare provider made recent changes to their basal rate, bolus settings and insulin on board. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting was unable to be completed at the time of the call and the reporter could not be reached for further information this complaint is being reported because the patient allegedly experienced hypoglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/22/2015 with the following findings: the last bolus delivery and the last basal delivery were on 04/29/2015. The daily insulin delivery totals correctly reflected the user's programmed basal rates. There were no errors, alarms or warnings during the 24 hour duration test. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.